Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump. The pump previously delivered morphine. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient was having symptoms due to the medication not due to the pump. The patient experienced a sudden change in therapy/symptoms. The patient had digestive problems, they were always sweating and exhausted. The patient was getting into trouble with work because they were always having to go to the doctor and because they were always tired. The patient started with morphine in the pump and the doctor changed the medication and they were still having the same problems. It was unknown what medication was in the pump. A month after implant ((B)(6) 2016) the pump was not attached properly. The pump was not attached properly and was sticking out and was due to weight loss. The doctor was aware and said the only way to fix it was to go back in. When the patient tried to stand up it will catch on stuff. The patient wanted to see about having the pump removed but the doctor would not let her. The patient could not find doctor because they did not implant the pump. No further complications were reported/anticipated.